Event description:
The complainant has reported that a male pt underwent an esophageal ligation procedure during which the physician used a bsc speedband multiple band ligator device. It was reported that during the procedure, the physician deployed the bands to ligate lesions; however, three of the bands slipped from lesions. The physician used another speedband device to successfully complete the procedure. It was also reported that the pt sustained no injury or complication as a result of this event.

Manufacturer narrative:
Conclusions: device discarded, unable to f/u, device not returned, an eval will not be performed. No conclusion can be drawn. The complainant has indicated that the device has been disposed and will not be returned; consequently, an eval cannot be performed and the MFR is unable to determine a root cause for the reported device event. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found that no other complaints have been reported from this lot. The april 2007 rolling 15 month trend chart was reviewed for the band ligation prod family and revealed no adverse trends. Additionally, the total number of complaints rec'd for this prod family does not exceed a limit which would warrant further action at this time.